Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Per the evaluation results, it is likely that image did not display due to the video transmission could not communicate with the processor due to cable damage. It is likely that the communication error (e224) occurred due to communication between the processor and the camera head is disabled by the cable damage. Cable damage is likely due to user's handling. As stated on the IFU and as a preventive measure, the user manual states: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. Error 224 was verified and confirmed the device was not capturing image due to a faulty cable. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The reported failure was due to faulty cable attributed to a component failure.

Event description:
It was reported that during an unspecified procedure, the device was not capturing pictures. There were no further details provided regarding the event. There was no patient impact or harm reported.